Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the battery terminal. With the corrosion, the unit was unable to start up.

Event description:
It was reported that when the patient relocated and tried to use the remote monitor, it failed to power on when the start button was pressed. The patient replaced the batteries and it still failed to power on. The monitor had previously transmitted successfully at the previous location. Replacement of the remote monitor is pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.